Event description:
Same case as: 21084052-2014-00116. It was reported that implant disengaged from the inserter during surgery. Levels treated were l5-s1. An ardis implant was to be placed at l5-s1 as well. As the surgeon was attempting to correct the trajectory of the cage, while malleting, the inserter unscrewed from the implant and popped off the inserter. The surgeon was not able to re-attach the inserter to the implant. An extraction tool was used to remove the implant. The surgeon then used the same size implant and the same inserter to complete the case. There was no harm to the patient and about a five minute delay to the case.